Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle components missing from the dcs. The tip-retrieval mechanism appears intact. The distal edge of the capsule seats flush against the catheter tip when the t-tube is pushed all the way forward. The capsule appears intact with no evidence of damage. The inner member and the spindle hub appears intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject device was received with the handle components missing, confirming the reported actuator separation. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. An actuator separation will prevent loading and/or deployment through normal use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, the initial inspection of the delivery catheter system (dcs), prior to loading the valve, identified that the dcs¿s deployment knob on the handle was slightly separated. The slight separation was observed between the seam of the deployment knob, located in the tab area. The knob was slightly squeezed, without excessive force and an audible ¿click¿ was heard, confirming a secure attachment of the handle. At one third of the initial load, the knob separated within the first rotation, while attempting to capturing the valve. The capsule did not reach the paddle attachment before the separation occurred. There was no patient involvement with the dcs and another dcs was used for the implant procedure. Note: the deployment know trigger was utilized when the capsule was opened for flushing. No unusual tension was felt in the system during the loading procedure and no additional damage or marks were noted on the deployment knob. The loader had previously loaded approximately 10 valves.